Manufacturer narrative:
We checked the returned unit and confirmed that the air nozzle missing glue. Based on the result, we concluded that it was caused due to the physical damage applied on the air nozzle. In addition, we confirmed that the body cover grip scratched, the objective lens unit scratched, the distal body worn out, the bending rubber discolored, the insertion flexible tube (ift) discolored, and the up pulley wire snapped/cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. In terms of gluing missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report "hr-rpt-0585(nozzle)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
There was no report of patient harm. Air/water nozzle peeled off (black glue).